Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient developed necrotizing fasciitis on the right leg. The patient returned to the operating room to have the tape removed and the wound surgically debrided, then returned three additional times for more surgical debridement. The patient is now recovering.

Manufacturer narrative:
(B) (4). (B) (4). Necrotizing fasciitis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.